Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestar. During the procedure it was reported that they tried the stent to load onto a wire, and the wire was unable to advance through. They didn't get it advanced through the sheath. The tip of the stent was noticed, and it was partially deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. D2b: (fge; nio) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. B5, d2b: (fge; nio), g3, h6 (patient, device, component, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a stent placement procedure using lifestar. Prior to the procedure, it was reported that they tried the stent to load onto a wire, and the wire was unable to advance through. They didn't get it advanced enough to go through the sheath. They checked the tip of the stent and noticed that it looked wrong and was partially deployed. The procedure was completed using another device. There was no reported patient contact.